Event description:
It was reported that the insulin pump is not alarming no delivery. It was stated that the device did not alarm when the reservoir was empty. The alarm history was checked and customer was informed that the insulin pump did alarm for low reservoir twice. Customer stated she did not hear it. Customer was assisted on changing the alarm settings. The high pressure test was not performed as the customer did not have the tubing clamp. Blood glucose value is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.